Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited a high out of range impedance measurement of greater than 2500 ohms. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.